Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implanting procedure, the physician tried several vascular sites, but there was diaphragmatic muscle stimulation and high thresholds on the lead. The lead dislodged as the patient's heart expanded during the heartbeat. Another lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found.